Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's eye due to haptic damage. The incision was enlarged to remove the lens. Another lens was implanted successfully. Please reference MDR# 1119279-2013-00087 for the delivery device used in this event.

Manufacturer narrative:
The lens has not been returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.